Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately calcified coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the distal part of the stent got damaged. The procedure was completed with a non bsc device. No patient injury nor complications were reported.